Event description:
It was reported that an ilet user experienced repeated restart alerts and a motor stall indication while stating the device was not delivering insulin, with a concurrent cgm disconnection and subsequent reconnection showing a high glucose reading after a prior blood glucose value of 340 mg/dl; a full supply change was completed, including cartridge, connector, and a steel cannula infusion set with 23" tubing, and the ilet was restarted multiple times. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a device mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.